Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient was admitted to the emergency room complaining of nausea, vomiting, hypertension, and lethargy on (B)(6) 2021. The system controller log file revealed an elevation in pump power that was captured on (B)(6)2021 22:26:00, when the power elevated to 13w. The power evaluation did not have an effect on pump speed and resolved immediately. The pump operated above the low speed limit for duration of the log file, and the pump appeared to function as intended. Additional information reported from the vad coordinator revealed that the elevated pump power was not definitively identified. It was reported that the patient was admitted to the hospital on (B)(6) 2021 due to nausea, vomiting, fever, elevated international normalized ratio (inr), hypertension, altered mental status, and a subarachnoid hemorrhage (sah). The patient was reported to have had a prior history of cerebrovascular accidents/strokes (cvas) and had also experienced thrombosis. The vad coordinator reported multiple computed tomography (CT) scans were conducted. A computed tomography (CT) scan of thoracic cavity revealed satisfactory appearance of the left ventricular assist device (lvad). The computed tomography (CT) scan of the thoracic cavity also revealed no acute pleural or pulmonary abnormalities, and no evidence of pulmonary emboli. A computed tomography (CT) angiogram of the neck with and without contrast was conducted revealing mild bilateral narrowing of the carotid arteries. The scan also revealed the vertebral arteries are bilaterally patent, and the left vertebral was considered dominant. A computed tomography (CT) of the head was conducted which revealed a large left-sided hemorrhage suprasellar cistern and extending into the basilar cisterns fourth ventricle and third ventricle of the brain. The scan also revealed an occluded right cavernous carotid artery which extended into the a1 and m1 segments, which remained unchanged from (B)(6) 2021. It was reported, given the patient¿s multiple medical comorbidities, previous stroke, and sah, the family wanted comfort measures only. The patient expired on (B)(6) 2021. The device was not returned for evaluation. The heartmate ii lvas IFU lists hypertension, bleeding, stroke, regurgitation, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). Lastly, this document states that moderate to severe aortic insufficiency must be corrected at the time of device implant. The heartmate ii lvas IFU lists hypertension, bleeding, stroke, regurgitation, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). The IFU outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. Lastly, this document states that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an increase in flow on (B)(6) 2021 at 22:26 and an increased pump power. This power spike was confirmed when the log files were reviewed by technical services. The patient was in the emergency room complaining of nausea and vomiting, hypertension and obtunded on (B)(6) 2021. The patient was admitted with a temperature of 38.5, a supra therapeutic inr of 7.4. The patient was hypertensive and had an altered mental status and subarachnoid hemorrhage. The cause of the pump power was not identified. The patient had a thrombosis of the precavernous, cavernous, cavernous right internal carotid artery, as well as the right middle cerebral artery m1 segment and the right anterior cerebral artery proximal a1 segment. The patient's computed tomography angiography of the head indicated a large primarily left-sided hemorrhage suprasellar cistern and extending into the basilar cisterns fourth ventricle and third ventricle. Given the patient's multiple comorbidities the family wanted comfort measures only. The patient passed away on (B)(6) 2021.